Event description:
Device returned to MFR for analysis reporting "pt having signs and symptoms of baclofen withdrawal, did not repsond to bolus, tc nuclear medicine study showed no leaks but took too long to exit catheter." Follow up with hcp revealed pt presented with symptoms of drawing legs up in pain, not sleeping, crying as in pain, spastic tone increased with ankle clonus, and increased dystonia. Pt had vomiting which caused an ER visit and constipation. Device was replaced and the pt improved almost immediately with the new pump. Pt cannot be controlled with oral baclofen.